Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye, the surgeon observed that there were two lenses in the eye, adhered to one another. One lens was removed from the eye by the surgeon during the original surgery session. The other lens remains in situ. The patient's post-operative visual acuity is reported as 6/9 n6. The explanted lens was retained and returned to rayner for evaluation. Examination of the explanted lens was completed on (B)(6) 2024. Examination confirms that the lens is as labelled a rayone trifocal toric rao613z +8.5 se / +2.25. The investigation identifies that the most likely cause is two lenses from the same batch adhering to one another during or after the cosmetic inspection stage of manufacture. This is an isolated event.

Event description:
On 26th august 2024, rayner received notification from a healthcare facility in india of an event that occurred during use of a rayone trifocal toric rao613z. The event description provided states that immediately following implantation into the eye, the surgeon observed that there were two lenses in the eye, adhered to one another.